Event description:
It was reported that stent damage occurred. A 3.00x38mm promus premier¿ stent was selected to treat the lesion. During unpacking outside patient's body, it was noted that the end portion of the device was frayed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).